Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels greater than 600 (mg/dl) and diabetic ketoacidosis in (B)(6) 2016. While in the hospital, customer was treated with insulin. Customer was released from the hospital 2-3 days later.